Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen (2000mcg/ml at an unknown daily dose) via an implantable pump. The indications for use was intractable spasticity. It was reported that the rep stated that pump went empty two days ago, nobody heard the alarm and the patient experienced symptoms of withdrawal. The rep stated that a report from june did not have any input in the field for low reservoir alarm volume. The rep asked if this could cause the pump alarm to not sound when pump is low or empty; the manufacturer's technical services specialist (tss) reviewed that pump cannot be updated without a low reservoir alarm entered. The rep mentioned that patient has cerebral palsy and is non-verbal. The rep stated that patient was stable now and was being transported to the facility where the pump was placed. Patient weight was asked but was unknown. Another rep called in the next day, stating that the patient was in the emergency department today because t he pump went empty recently. The rep stated they were going to fill the pump today and wanted to verify that a prime bolus is not needed; tss confirmed that no prime bolus was needed in this scenario.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported a patient's pump had ran dry but it was filled and the patient was doing well. It was noted there were multiple providers and nurses, and no one heard the pump alarm. It was reported that when they interrogated the pump, it showed that the reservoir was empty of medication, but it didn't show any alarms had occurred and it did not show what the alarm intervals were set at. The caller was not sure if the logs were read at the time. It was further reported a rep had explained at that time that the alarm would have been cleared when the pump ran dry. Technical services (ts) explained that there should have been an alert when interrogating the pump if it was empty and it should also show the date the pump went empty in the logs. Ts confirmed that the alarm intervals were set at implant otherwise the pump could not be updated when any information was missing. It was noted the patient was in a facility with loud noises and asked if the pump could have alarmed but not have been heard. Ts reviewed that was possible, but alerts would appear at pump interrogation. Patient symptoms were not reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that empty reservoir was noted in the logs. The report from june did show a low reservoir alarm was set for 2ml and this was at a pump replacement. Diagnostics/troubleshooting related to the event performed included the rep ran the alarm sound test and could hear the alarm, although it was not loud. It was reported that the alarm sounded but was not loud. It was further reported that the empty reservoir was due to the patient being discharged from their previous managing hcps office and they did not have/missed appointments with their new hcp. The patient's pump was refilled in the emergency department and the patient was given a 100mcg bolus. The rep was unaware of any patient symptoms, further action, or if the patient had been discharged.